Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a meal announcement for a dinner bolus, the ilet delivered a partial dose of approximately 60 percent followed by an occlusion alert; the user replaced the infusion set and tubing and insulin delivery then proceeded as intended. Symptoms included no reported change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education regarding occlusion response and supply replacement. Investigation of this case revealed an infusion set and/or tubing occlusion that resolved after changing supplies, consistent with an obstruction in the insulin delivery pathway of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.